Manufacturer narrative:
No product has been received for evaluation. Should new info become available a follow up MDR will be submitted.

Event description:
Received info stating pt experienced low a pigtail separation issue. It is unk which lot number was being used at the time of event. No pt harm reported.